Event description:
The reporter contacted animas on (B)(6) 2013 indicating that they experienced elevated blood glucose levels 357mg/dl with large ketones and nausea. The patient was reportedly in class and ran out of insulin. The patient was without insulin for approximately 2 and a half hours. The pump did provide the patient with the low cartridge and empty cartridge alarms. The patient reportedly filled the cartridge upon arriving home. This report is being made based on the indication that the patient experienced hyperglycemia related to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a "replace cartridge" alarm occurred on (B)(4) 2013 at 16:49; the alarm was confirmed but deliveries were not resumed until 21:23. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a faded, discolored display screen. A test screen was inserted and the contrast returned to normal. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.